Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the outcome and the root cause for the reported event. No further details were available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was transported to the hospital due to dizziness. Loss of capture was observed on presenting or stored intracardiac electrogram with use of the external leads utilized by the emergency medical technician (emt). The channel(s) the loss of capture was observed on is unknown. Loss of capture was not confirmed after a boston scientific technical services consultant reviewed the device data. The consultant evaluated the data with a health care professional and the patient was admitted to the hospital for observation. The system remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the outcome and the root cause for the reported event. No further details were available at this time. This investigation will be updated should further information be provided. Additional information was received that the loss of capture occurred on the right ventricular (rv) channel. The patient has increasing threshold measurements and the safety margin was not adequate. Outputs were increased and capture was confirmed. The system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this patient was transported to the hospital due to dizziness. Loss of capture was observed on presenting or stored intracardiac electrogram with use of the external leads utilized by the emergency medical technician (emt). The channel(s) the loss of capture was observed on is unknown. Loss of capture was not confirmed after a boston scientific technical services consultant reviewed the device data. The consultant evaluated the data with a health care professional and the patient was admitted to the hospital for observation. The system remains implanted and no additional adverse patient effects were reported. Good faith effort attempts were made to try and retrieve additional details regarding the outcome and the root cause for the reported event. No further details were available at this time. This investigation will be updated should further information be provided.